Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring beforehand. There was no adverse impact on the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.